Manufacturer narrative:
Date of event is unknown; no information has been provided to date. Device evaluation: one device was received. Per visual inspection, reservoir gasket is worn out, quick connect is corroded, faded line cord, printed circuit board (pcb) pot was damaged, and cracked water tank cover on the bottom right corner. Per functional testing, the potentiometer on the pcb was loose. The complaint was confirmed. The root cause was the pcb was damaged. It was unknown what caused it to become damaged. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
It was reported that the device was unable to adjust "r40". The product fault occurred during preventative maintenance. There was no patient involvement and no patient harm/adverse event reported.